Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4)implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the system was removed and replaced on (B)(6) 2014 because the leads pulled out of it. The patient kept getting a stinging feeling and she was getting shocked. It was turned off and a new stimulator was put in with bigger paddles.